Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the patient board. Because of the phenomenon that only 180 scope images were not displayed, it is likely an accidental failure of the synchronization circuit of the patient board. Further, since the device evaluation found dust accumulated in the housing, it is possible that the issue contributed to the failure. In addition, it is highly likely that the video connector lock latch was damaged due to the instantaneous application of a large load deviating from the normal use condition (e.g. A hard one collided accidentally) from the outside, resulting in a decrease in mating performance.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board, causing no image on olympus series 180 scopes. In addition, a worn lock latch on the video connector resulted in loos of image when manipulating the pigtail.

Event description:
The user facility reported to olympus that an image did not appear when attempting to use the device. There was no patient injury or harm, associated with the problem, reported to olympus.